Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic totally extra-peritoneal hernioplasty, the balloon did not inflate. The balloon was not applied in any tissue or vessels. It was tested outside the patient. They opened a new balloon to complete the case. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted; the balloon, obturator, valve seal and doors appeared intact. The insufflation bulb was received. A functional evaluation found that the balloon was inflated, no leaks detected. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.